Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was a disconnected rear response button cable. Additionally, the c19 capacitor was lifted from the defibrillator pca. The root cause for the disconnected cable could not be positively identified. The root cause for the lifted c19 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not working.